Event description:
During a procedure, the white rubber surface on the harmonic shears began peeling off while in use. This device was removed from the field and replaced. The procedure was completed as planned with no harm to the patient.